Event description:
Peripherally inserted central catheter (PICC). Rn was placing PICC. Rn inserted introducer through needle, within a couple of inches, patient started complaining of pain, rn noted blood return, advanced slightly and patient stated more pain. Rn removed introducer and noted that at approx. 44mm a defect in the wire. Appears that it had unwound from the introducer. Rn obtained another sterile introducer and continued to place PICC. Rn sequestered introducer upon noticing defect. Manufacturer response for catheter with sherlock 3cg tip positioning system, powerpicc solo (per site reporter). Bard will be picking the device up.